Event description:
Patient had surgical repair for hernia using two veritas collagen matrix patches for abdominal closure. The surgeon describes the initial surgery as very complex with the veritas collagen matrix being used as a last resort for the patient. Initial surgery included hernia repair and duodenal switch. Patient required a transfusion post operatively due to bleeding. Patient then developed hematoma in the abdominal cavity, peritonitis due to a perforated stomach, infection including e-coli, and gastric fistula. Surgeon states that the initial two veritas patches pulled away from the fascia and were transparent. On the event date, he then replaced the original two patches with another veritas patch that also pulled away from the fascia. Surgeon states that any product used for this patient would have failed and no part of these events were due to the use of veritas.

Manufacturer narrative:
Surgeon stated that the veritas mesh was not at fault. Any mesh used would have failed in this complicated case. Device lot numbers not reported to manufacturer therefore manufacture and expiration dates unknown.